Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, the device was unable to charge, and there was no communication between the insulin pump and the transmitter. The customer reported no adverse events. The event involved products mmt-7040a, mmt-7715, and mmt-7841zn. The customer reported a loss of communication between the transmitter and the pump. The led light does not blink when connected to the sensor, but the transmitter was confirmed to have been charged. The charger led light shows a quick sequence of red flashing lights and then stops for 2 seconds. The customer has already charged the transmitter for up to 2 hours. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-7715 was requested and the customer response was the device would be returned. Mmt-7841zn was requested, and the customer response was the device would be returned.

Manufacturer narrative:
No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. After removing device from charger, the green led flashed properly. After the test plug was installed, the led flashed properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.12 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.